Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient's remote is going crazy. The patient explained the issue is with their adaptive stimulation (as). The patient's stimulation will light her up and jump to an outrageous number, and it will come back down. The patient said she has worked with a rep on it a couple times. The rep programmed it. The patient confirmed she is aware she needs to go in the position, adjust and wait for five minutes. They cannot keep the as turned on because it jumps back and forth. Additional information was reported that to the rep's knowledge the patient's ins was working in the manner that she had set her adaptive stimulation (as) too. She reset her positions and then did not prefer the intensity it was set at. No further information was reported.